Manufacturer narrative:
The customer reported the tubing broke from the drip chamber, and returned one used sample of material 2465-0007, lot 25017363. Upon initial visual examination, the set verified the complaint of tubing damage. The tubing was cut at least halfway through near the bottom of the drip chamber. The manufacturing plant found the root cause for the tubing cut to be related to an error in the manufacturing process between tubing sleeve and drip chamber. The manufacturing plant updated the visual aid to include the correct engagement for the tubing sleeve, valid from nov. 12th, 2025. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd alaris smartsite pump infusion set was damaged the following information was received by the initial reporter with the following verbatim it was reported by the customer that tubing broke from drip chamber.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.